Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01848. It was reported one of the patient's leads had impedances. Patient was unable to obtain an MRI due to the high impedances. Surgical intervention took place where one of the leads was explanted and replaced to resolve the issue. Note: it is unknown which lead had migrated, as such both leads are being reported.